Manufacturer narrative:
A ge representative evaluated and repaired the system. However, no details are available. No reports of pt or staff injury were reported.

Event description:
The customer reported the system failed to produce x-rays during pulse and cine mode. No pt injury was reported.